Event description:
Surgeon was using the novasure device on a patient undergoing a uterine ablation procedure. The surgeon placed the device through the cervix, into the uterus and situated to create a seal at the cervix with the device. The novasure device was engaged and the device apparently detected a leak which may indicate a uterine perforation. The novasure device is designed not to go into ablation mode if a leak is detected. The staff brought out another novasure device and the same thing happened. The surgeon decided to convert to a laparoscopic procedure because the novasure device apparently detected a uterine perforation. Upon laparoscopic procedure, there was no perforation found. The surgeon remarked that a similar event happened the previous week, where a novasure device detected a "leak" and the procedure was converted to a laparoscopic procedure and no perforation was found.